Event description:
Voluntary medwatch received states that the left ventricle (lv) lead exhibited noise over sensing with intermittent pacing inhibition. The lv lead also had abnormal impedance trends over time. No intervention or procedure was reported. No adverse patient effects were reported.